Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent occlusion alerts with blood glucose around 300 mg/dl for approximately 36 hours, during which insulin delivery was not resumed; the issue was associated with incomplete corrective action where only the tubing was changed rather than performing a full supply change including infusion set, connector, and cartridge. Symptoms included hyperglycemia. Outcomes included recovery without medical intervention after proper troubleshooting and supply replacement, with blood glucose trending down following the full supply change. Investigation included customer education and guided troubleshooting regarding occlusion protocol and correct replacement of infusion components. Investigation of this case revealed that the occlusion alert resolved only after full replacement of the infusion set, connector, and cartridge, indicating an infusion pathway obstruction related to user handling or consumable setup rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of infusion supplies leading to an occlusion, resolved by performing the complete supply change.